Event description:
A malfunction alarm was reported with a specific malfunction code, which persisted even after attempting a reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was given instructions on how to reset the pump and put it into storage mode. Due to the recurring issue, technical support arranged to replace the pump. Reportedly, the customer was obtaining back up therapy from a healthcare provider.